Event description:
98 ams (automatic mode switch), with several inappropriate ones on (B)(6) 2018. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).